Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances. The values were less than 200 ohms. Loss of capture was also observed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.